Event description:
A surgeon reported that an intraocular lens (iol) was replaced due to a material that was noted on the lens in the visual axis. The pt has developed corneal decompensation. The outcome of the event is not known.